Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 2 years since the subject device was manufactured. Based on the results of the investigation, physical stress was applied to the connector which resulted in breakage. The event can be detected and prevented in accordance with the following instructions for use: chapter 3.inspection before use3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the endoscope reprocessor had a broken auxiliary water channel basin connector. The event occurred during reprocessing. There was no report of patient harm.

Manufacturer narrative:
The subject device will not be returned to olympus for evaluation. The repair was completed on site by an olympus field service engineer. During visual inspection, the allegation was confirmed. Due to a breakage, the left yellow basin connector was replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.